Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus deliveries. The customer's blood glucose level was 180mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and stated that all pump supplies would be changed to resolve the occlusion.